Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurement. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the ra lead was fractured and was confirmed through x-ray. The lead also exhibited high out of range pacing impedance measurements when hooked to a pacing system analyzer (psa). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.